Event description:
It was reported this cutter was returned with a device that needed repair; there was a mesh problem during surgery in (B)(6) 2022. There was a 15 minute delay and no harm or injury to any persons involved. Evaluation of this cutter later found that it failed the cut test and could have potentially contributed to the reported event. No adverse events were reported as a result of this malfunction. Due diligence is complete nd no additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Review of the most recent repair record determined this cutter failed the test cut; however, the repair was not completed because the cutter was returned without repair. A review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.